Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an amplatz goose neck snare kit. It was reported that the metallic marker at the tip of the catheter dislodged during normal use, embolised and lodged in a very small branch of the r lung. The piece was very small and was difficult to retrieve and therefore was left in the patient.